Event description:
It was reported that the device had malfunction (software fault) error 800.8000. There was patient involvement, but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device had malfunction error 800.8000 was confirmed through the review of the device logs; however, the issue was not replicated. The suspect pcu was cycled (on and off) twenty (20) times, the reported code was not produced. The suspect pcu was then connected to the ac power for twenty-four (24) hours to fully charge the battery. The following day, the suspect pcu was power cycled (on and off) twenty (20) times. No issues or anomalies were noted. The performed battery conditioning test observed the battery capacity displayed within the recommended milliampere-hour (mah) range. A preventive maintenance (pm) test was performed on suspect pc unit through alaris system maintenance (asm) passing all tests indicating the device is within specification. Functional testing performed showed the suspect pc unit working as expected with no alarms or error codes being observed. A review of the suspect pc unit s/n: (B)(6) error log identified ten (10) error code 800.8000 (pcu15 general os failure) on (B)(6) 2025 at 7:11 am. The recorded malfunction in the error log is related to an operative system failure. Several ¿rds_connection_lost¿ and ¿rds_connection_established¿ were observed from on (B)(6) 2025 at 1:12 pm through on (B)(6) 2025 at 7:11 am when the error code 800.8000 occurred. External and internal inspection was performed. Dried fluid and impact dents were noted on the rear case. Impact dents were observed on the front case. Contamination and corrosion were observed on the rj45 port. Fluid ingress and contamination were observed. The sio board and logic board were observed with contamination. All inspected parts were manufactured by bd. The bd alaris user manual v12.1.1 has information for the user regarding system errors. A system error message means that the bd alaris system has identified an error in either the hardware or the software of the pcu. Operation will continue on all channels; current infusions are not affected but the module cannot accept any new changes to the rate, dose, or vtbi. The device was in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause of the reported error code 800.8000 was not identified during the investigation. However, the probable cause is being attributed to dried fluid contamination and corrosion observed on the rj45 connector and sio board. Note that this report lists imdrf annex a1104, g0200802, c10, d18, a0401, g02017, c07, d15, a040502, c0601, d0302, a1801, g04037, c23, d11 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device had malfunction (softwarefault)error 800.8000. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.